Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported an unknown material was observed on the device. A left atrial appendage (laa) closure procedure was being performed. A watchman® access system (was) was positioned and then a 27mm watchman ® laa closure device & delivery system (wds) was inserted. Some resistance was noted when advancing the wds in the was as the valve was not open all the way. They adjusted the valve and continued to advance the wds. The closure device was positioned and deployed without issue. However, imaging showed some echo density at the tip of the was that was not previously noted. The patient¿s international normalized ratio was over 3 and their activated clotting time was over 300sec; they did not feel there was thrombus, therefore they continued to assess the device position. The device met criteria and was successfully released in the laa. There was one deployment with no recaptures performed and the device was in great position. Upon release, both the wds and the was were removed from the patient and inspected. Something appeared possibly attached to the tip of the was, but the source of the material is unknown. There were no fragments left in the patient. There were no patient complications reported.

Event description:
It was reported an unknown material was observed on the device. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and then a 27mm watchman laa closure device & delivery system (wds) was inserted. Some resistance was noted when advancing the wds in the was as the valve was not open all the way. They adjusted the valve and continued to advance the wds. The closure device was positioned and deployed without issue. However, imaging showed some echo density at the tip of the was that was not previously noted. The patient¿s international normalized ratio was over 3 and their activated clotting time was over 300sec; they did not feel there was thrombus, therefore they continued to assess the device position. The device met criteria and was successfully released in the laa. There was one deployment with no recaptures performed and the device was in great position. Upon release, both the wds and the was were removed from the patient and inspected. Something appeared possibly attached to the tip of the was, but the source of the material is unknown. There were no fragments left in the patient. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a watchman access system (was) with the related watchman delivery system (wds) snapped into the was. The devices were bloody. The hub, sheath and tip were microscopically, tactile and visually inspected. Inspection revealed tip damage (delamination/misshapen) with the delaminated inner liner (part of the tip) protruding out from the tip. The valve of the device was able to easily open fully, and could spin freely. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is user/use error as there was an act or omission of an act that resulted in a different medical device response than intended by the manufacturer or expected by the user. The dfu states: ¿loosen hemostasis valve of access sheath allowing bleed back before inserting delivery system. Note: hemostasis valve should spin freely (fully open).¿ (B)(4).